Event description:
This complaint is for the second intra-aortic balloon (iab) insertion. It was reported that the physician used the same sheath as he had removed the iab with the first insertion through the sheath. This iab was reported to have gone in with no issue through the sheath. Upon starting to intra-aortic balloon pump (iabp), the staff reported that the ap waveform resembled pacer spikes and they quickly received possible helium loss alarms. They restarted after verifying no blood in the driveline and they received a second possible helium loss very quickly. The physician decided at that time to remove the iab, but again, pulled back through the sheath and left the sheath in place. Patient stable without therapy. Physician opted to not insert 3rd iab. There is no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab helium loss alarm is not confirmed. The returned iab bladder was fully intact with no abnormalities noted. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was not performed. There was no confirmed product failure with the returned sample. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. The device is labeled for single use. The field was not checked off when the emdr initial was submitted. Other remarks: see MDR# 3010532612-2020-00134 (B)(4) as the report is related to the same patient.

Manufacturer narrative:
(B)(4). Other remarks: see MDR# 3010532612-2020-00134 ((B)(4)) as the report is related to the same patient.

Event description:
This complaint is for the second intra-aortic balloon (iab) insertion. It was reported that the physician used the same sheath as he had removed the iab with the first insertion through the sheath. This iab was reported to have gone in with no issue through the sheath. Upon starting to intra-aortic balloon pump (iabp), the staff reported that the ap waveform resembled pacer spikes and they quickly received possible helium loss alarms. They restarted after verifying no blood in the driveline and they received a second possible helium loss very quickly. The physician decided at that time to remove the iab, but again, pulled back through the sheath and left the sheath in place. Patient stable without therapy. Physician opted to not insert 3rd iab. There is no report of patient complications, serious injury or death.